Manufacturer narrative:
Initial reporter city: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion, and the stent got lifted. The procedure was completed with another of the same device. There were no patient complications reported.